Event description:
It was reported that the customer fell to the ground on cement due to low bgs. The lcd screen was black. A nurse treated the customer's bgs. Additionally, it was stated that nothing was visible on the screen when the buttons were pressed. Device was denied in the backside. Troubleshooting was performed. However, testing was limited due to the broken lcd.